Manufacturer narrative:
Implant date: not applicable, as lens was removed/replaced in the initial surgery. Explant date: not applicable, as lens was removed/replaced in the initial surgery. Initial reporter telephone number: (B)(6). It was indicated that the device was discarded therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that haptic was broken during implantation of the intraocular lens (iol). Iol was inserted and remove from the eye. Incision was enlarged and sutures were required. The product has been discarded. No further information available.